Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the marker of the electrogram (egm) did not correspond with the patient intrinsic signal due to telemetry disturbance and egm misalignments. No intervention was performed until the next follow-up, where the device re-interrogation was performed. All egms appeared normal and the patient was in stable condition.